Manufacturer narrative:
The pod was received not deployed. The needle did not deploy late as reported as the pod was received with the needle mechanism in the not deployed position. The data showed that the device completed first and second priming sequences before being deactivated by the user at the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it should be at the end of second prime. During rerun of the device, the rotational sensor abnormalities were replicated. Inspection of the drive mechanism components found the commutator cap to be contaminated and damaged. The contamination on the commutator cap resulted in the rotational sensor malfunction. The needle mechanism failed to deploy by the end of second prime due to the contamination on the commutator cap.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.